Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the exact cause of the pain, restlessness, and right leg paralysis is unknown, but the cause of the paralysis is related to the implant procedure. The implant procedure of the lead went without technical issues and without a spinal tap. The lead needed to be retracted (not out of the needle) to get it in the right place. The physician did not encounter any resistance with inserting and progressing the lead. Afterwards, the physician did look at this case with a multidisciplinary team including the neurosurgeon. Based on MRI; the team concluded that the nerves were damaged/bruised/touched at the point just behind the needle, at the point the lead turns from insertion to dorsal side of the spinal cord. The actions taken to resolve the issue were that therapy was still off and the patient was at a revalidation clinic at this point. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, implanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, h6 codes belong to the lead. G2. Foreign: nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient was in the or for a regular test implant using a lead for psps2 (persistent spinal pain syndrome type 2) in the left leg. Upon awakening for testing the position of paresthesia, the patient reported a lot of pain and became very restless. The physician did not notice nor did they feel any irregularities upon inserting and moving the lead. With x-ray the position in both ap as well as lateral was checked up front, which also showed good lead position. The patient was brought back into sleep, and after the procedure the patient's right leg was paralyzed. There were no known environmental, external, and patient factors that may have caused the event. They had an MRI on "(B)(6) 2026" (understood as (B)(6) 2026), and a consultation with the neurosurgeon in the hospital. The patient status at the time of the report was alive with injury and the injury details were that the patient was partially paralyzed (unable to use right leg) after test implant. The lead was kept in situ and the system has been made permanent with the placement of an implantable neurostimulator (ins) on (B)(6) 2026. It was unknown if the issue was resolved at the time of the report.

Event description:
Additional information was received confirming the right leg paralysis occurred within 30 days of lead placement and prior to the permanent implant. It was noted the cause of the pain, restlessness, and right leg paralysis was not determined. Troubleshooting included internal discussion with the neurosurgeon/MRI in the last week of january 26. The issues have not since resolved, and it was unknown if other actions were taken or were planned to resolve it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.